Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic door. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) found that the fiber optic door was broken or pushed the wrong way. The fse replaced the upper bezel, trainer label, and the patient connector label. Full calibration, functional and safety checks were performed to meet factory specifications. Unit passed all pm, calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic door. There was no patient involvement, and no adverse event reported.